Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: surgeon using mega suture cut needle driver during robotic umbilical hernia repair. Instrument was in the belly and suddenly wire in between teeth was exposed while instrument being used. Instrument removed intact and new instrument opened and utilized. Defective instrument tagged and taken down to decontamination and given to [name redacted]. All management staff and peri-op staff informed and aware via group me. It was reported that during a da vinci-assisted robotic umbilical hernia repair surgical procedure, the mega suturecut needle driver instrument was in the belly and when suddenly the wire in between the teeth was exposed. Instrument removed intact and new instrument opened and utilized. It is unknown how the procedure was completed. It is unknown if the reported event had any impact on the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.